Event description:
It was reported that shortly after the atrial lead placement, there was sensing but loss of capture noted in the atrium. The patient was asymptomatic and the device was programmed to vdd at that time for the life of the device. The patient presented on (B)(6) 2017 for routine generator replacement and the fluoroscopy showed that the lead was in a vertical position. The physician elected to retract the helix and cut and cap the lead. A new lead was implanted. The patient was stable before, during and after the procedure.